Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. X-rays were received and reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address possible infection. Update rec'd 10/16/2013- legal claim received. The doi was provided. It is alleged that the patient suffers from metallosis and infection. There is no new additional information that would affect the investigation. The complaint was updated on: 11/13/1.3 update rec'd 5/5/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and discomfort. There is no new additional information that would affect the outcome of the investigation. The complaint was updated on:06/04/14. Update 8/17/15-pfs and medical records received. After review of the medical records for MDR reportability, the patient underwent a I&d for septic arthritis and metallosis, pain, and discomfort. The patient then underwent a revision on 9/3/2013 and the head and liner were revised. All implants are now being reported as litigation alleged infection and medical records support the infection. Part/lot is being updated on the head and liner. A correct dor was provided. The complaint was updated on:9/11/2015.